Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was alleged that questionable igg antibodies to toxoplasma gondii (toxg) results were produced on four analytic e modules. The serial number (B)(4) was provided for one of the e-modules; the other serial numbers were requested but not provided. A reference laboratory received five samples from four patients at four different laboratories for toxg avidity testing because the patients had positive toxg results. The reference laboratory first tested the samples for toxg on their vidas analyzer and the results were negative. The reference laboratory then decided not to proceed with avidity testing. The first patient's initial toxg result was 42.87 iu/ml and it was positive. The repeat result from the vidas analyzer was 0 u/ml and it was negative. On (B)(6) 2013, the second patient, a (B)(6) female, had an initial toxg result of 17 iu/ml and it was positive. The repeat result from the vidas analyzer was 1 u/ml and it was negative. On (B)(6) 2013, the third patient, a female born on (B)(6) 1951, had an initial toxg result of 10.19 iu/ml and it was negative. The repeat result from the vidas analyzer was 2 u/ml and it was negative. On (B)(6) 2013, the fourth patient, a female born on (B)(6) 1984, had an initial toxg result of 11 iu/ml and it was positive. The repeat result from the vidas analyzer was 0 u/ml and it was negative. On (B)(6) 2013, the fourth patient had another sample tested and the initial toxg result was 11 iu/ml and it was positive. The repeat result from the vidas analyzer was 0 u/ml and it was negative. Information on whether any of the results were reported outside the laboratory was requested but not provided. The patients were not adversely affected by this event.

Manufacturer narrative:
The five patient samples involved in this event were returned for investigation. All the customer's results were confirmed. All five samples were correctly identified as positive. The reagent did not malfunction.

Manufacturer narrative:
The discrepant results were reported outside the laboratory.